Event description:
Enseal device would not activate during surgical intervention. The defective device was replaced with an identical device which functioned w/o issue. Diagnosis or reason for use: laparoscopic renal cryoablation.